Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient's rhythm accelerated into the device's shocking rate zone and the device gave a shock. The shock caused ventricular tachycardia. It took an additional shock to successfully convert the arrhythmia. Technical services reviewed the electrogram. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing. The t-waves were very large at the time of the shock. Technical services recommended some testing options. There were no additional adverse patient effects. It was reported that the patient's rhythm accelerated into the device's shocking rate zone and the device gave a shock. The shock caused ventricular tachycardia. It took an additional shock to successfully convert the arrhythmia. Technical services reviewed the electrogram. There were no additional adverse patient effects. The system remains implanted.